Manufacturer narrative:
(B)(4).

Event description:
It was reported that far r-wave oversensing were observed. This was causing the device to enter auto mode switching (ams). Programming changes were recommended. The patient was transferred to a health care facility.